Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to confirm unexpected restart alarm and unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Product is expected to return. Analysis letter is being sent at the customer's request